Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye noted a cut along the fold of the bag. The over pouch appeared to be cut for opening instead of using the instructed perforation; the tear perforation was intact. The reported condition was verified by the observed cut in the bag. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a capd disconnect y set leaked at the seam toward the middle of the bag. The event occurred during draining of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.